Event description:
It was stated that the customer was hospitalized with a high blood glucose reading of 500 mg/dl. It was stated that the doctor checked the insulin pump and it was functioning correctly. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test. The nurse did not have time to continue troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.